Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Visual examination of the returned product confirmed the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile tray. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: thailand.

Event description:
It was reported that outside of surgery, the pulsavac was unusable. The pulsavac burns from the box. The pulsavac was damaged right out of the box. Before activating, there was no spark before use. The battery had melted. But it dissolves before it is activated. Melted since it was in the packaging box. There was no patient involvement. There was no harm to the operator of device. During device evaluation and visual examination of the returned product confirmed the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile tray. Due diligence is complete, no further information is available.